Event description:
It was reported during a cardiac arrest call, that the ems crew connected their device to the pt with the hard paddles and the device showed a ventricular fibrillation rhythm. The crew then attempted to deliver a shock to the pt; however, the device would not deliver the energy. The crew then tried to remove and reconnect the therapy cable twice, and after the second time the device was then able to deliver therapy. The crew then shocked the pt one time at 360 joules. After the successful delivery of energy, the device experienced the same failure again. The ems crew then immediately connected their back up device to the pt and was able to successfully continue pt care. They reported that the back up device delivered two shocks successfully and the pt was then paced until they reached the hospital . There was no report that the pt suffered any adverse effect from the reported failure and was transported to the local hospital with a pulse.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy cable connector and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.